Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the storage space was failed and required maintenance despite recovery attempts. A field service engineer unseated and reseated all connections at the rear of auxiliary 7 and row boards, removed medication obstructions, performed hardware testing, and completed preventative maintenance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, storage space had failed, and when recovery was attempted, the system displayed the message: "requires maintenance, please contact technical support." The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.